Event description:
Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function; hereditary factor viii deficiency; common variable immunodeficiency, unspecified. Patient reports freedom pump (serial number and expiration date not provided) broken. Patient does not need to return pump per pharmacist. Patient did not start infusion because of broken pump. Pump will not wind up. Infusion is on (B)(6) 2024. No missed dose or interruption to therapy reported. Pharmacy sending replacement pump. No adverse event(s) reported due to product issue. No further info. Reported to (B)(6) by: patient/caregiver.